Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by the deterioration of the igniter and the difficulty of lighting lamp was due to the long-term use. Additionally, seven years have passed since the subject device has been manufactured, and the lamp may have reached its end of life or has accidentally broken down due to long-term use.

Manufacturer narrative:
Olympus technical assistance asked the customer to inspect around the heat sink to ensure there was not an excess of lint gathered inside the light source which could have caused the xenon lamp to overheat, making the light source shut down the main lamp and switch to the spare lamp. Additionally, olympus technical assistance recommended using the maj-1817 xenon lamp with the clv-190 light source. The customer could not confirm the lamp being used, but agreed to monitor the device and return it for repair if they continue to have issues. The device has not been returned to olympus. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the light source switches from the main lamp to the spare lamp after the light source has been used for an extended period of time. There was no report of consequence or impact to the patient.